Event description:
The pt was undergoing a transabdominal repair of a vesicocervical fistula. Sometime during the procedure, the bovie electrosurgical pencil stuck and could not be turned off using the push buttons. The electrosurgical unit had to be turned off. The pt sustained superficial burns, one above and one below the incision.